Event description:
It was reported that several bd ultra-fine¿ micro pen needles clogged during injection. The following information was provided by the initial reporter: "consumer reported finding needles clogged during injection. About every 2-3 pen needles."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that several bd ultra-fine¿ micro pen needles clogged during injection. The following information was provided by the initial reporter: "consumer reported finding needles clogged during injection. About every 2-3 pen needles.".